Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the rptr did not provide lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the metal particles experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using minimum of 10x magnification during mfg. Any defects, such as particles or foreign material, are removed from the lot and scrapped. (B)(4).

Event description:
A customer reported a surgeon had noticed a small metal particle in the pt's eye at the end of a case. Although the 2.4mm blade used did not appear to be broken, the surgeon questioned if the loose metal was inserted into the eye along with the blade. The surgeon flushed the eye, but is not certain that the piece was flushed out. The pt was scheduled to be re-examined in the surgeon's office. Multiple attempts were made to retrieve add'l info but non has been rec'd to date.